Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hrs. The father stated that he does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.